Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set wouldn't prime and leaked during use. The following information was provided by the initial reporter: "this is the sub product we brought in back in sept because we were having issues with our original product and now this filter is doing similar things like leaking and not priming."

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set wouldn't prime and leaked during use. The following information was provided by the initial reporter: "this is the sub product we brought in back in sept because we were having issues with our original product and now this filter is doing similar things like leaking and not priming."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2023. H6: investigation summary three used samples (model # 20350e) were returned for quality investigation by the customer. It was reported by the customer that the filter is leaking and not priming. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set were connected to a 10 ml bd syringe filled with blue dart solution and attempted to be flushed. The fluid did not pass through the samples of lot # 22099014, priming issue replicated. However, filter leakage from vent membrane was clearly observed, and leakage issue could be replicated. The quality notification was sent to supplier. A device history record review for model 20350e and lot number 22099014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots. After further analysis by supplier, they found an issue with their process. The vent media detection on rare occasions can fail, and that's what happened here. They are aware of the root cause and have implemented a regular shift meeting to better contain and escalate any issues. The root cause of this complaint was completed under investigation of supplier. The determined root cause was ¿supplier ¿ process not capable¿.